Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03817. It was reported the patient was experiencing ineffective stimulation with their cervical system. Surgical intervention took place on (B)(6) 2023 wherein they attempted to replace the leads but was unable to do so due to scar tissue. The entire cervical system was explanted, and the procedure was aborted.